Event description:
Reporter alleged the customer was incoherent when she attempted to test him using the advantage system and got an error message. Reporter stated she took customer to emergency room and he was admitted to the hospital for two days. Reporter stated the customer was treated with insulin for his diabetes and does not know what other treatment he might have received. A request was made for the return of the suspect device and replacement product was sent.